Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that on (B)(6) 2018, the patient was hospitalized. The patient experienced increased potassium levels and infection of unknown source. The patient continued peritoneal dialysis treatment while hospitalized. The physician at the hospital could not determine the cause of increase in potassium and hence increased the amount of dialysis in the hospital to every 4 hours a day.

Manufacturer narrative:
Event date corrected to (B)(6) 2018. Clinical evaluation: a possible temporal relationship exists between pd therapy with the liberty select cycler and the patient's hyperkalemic event. However, there is no allegation against the liberty cycler or documentation to support a causal relationship. Moreover, the patient's urinary tract infection (reported) is not likely to be causally related to the liberty select cycler. Based on the available information, it cannot be determined what may have caused the patient's hyperkalemia. It is possible the patient's inability to pass urine (unknown duration) may have been associated with the patient's hyperkalemia, as potassium is normally excreted in the urine. The pt. Was continued on pd therapy while hospitalized, with an increase in pd exchange to every four hours. The patient's disposition is unknown at the time of this clinical investigation. Further information has been solicited. Should additional information become available, this clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact reported that on (B)(6) 2018, the patient was hospitalized. The patient experienced increased potassium levels and infection of unknown source. The patient continued peritoneal dialysis treatment while hospitalized. The physician at the hospital could not determine the cause of increase in potassium and hence increased the amount of dialysis in the hospital to every 4 hours a day.